Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the 00mlxau mlx 300 xenon lightsource w/australian power cord, the lamp was heating up during inspection. The device was not in contact with the patient. No patient injury was reported. It is unknown if patient was prepped for surgery and if there was any surgical delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. The evaluation of the returned mlx light source found the fan cable was not making firm contact with the connector. Functional testing found the unit is heating up and the lamp ignition was intermittent. The non-operational fan resulted in the lack of proper cooling for the lamp. The reported complaint was confirmed. The actual root cause poor contact of the fan cable was not conclusively determined. No manufacturing, workmanship, or material deficiency has been identified. UDI#: (B)(4).